Event description:
Customer reported an issue with the touchscreen of their pump, which was unresponsive and frozen. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided instructions for a pump reset, which did not resolve the issue, leading to the decision to replace the pump. Customer was informed they would receive a new pump with updated software and understood the return process for the defective pump. They would use a multi-dose injection as a backup therapy until the new pump arrived.